Manufacturer narrative:
Conclusion code no longer applicable.

Event description:
It was reported that on (B)(6) 2014 at 12:26 the patient gave themselves a bolus with their ptm. Later that day the patient began hearing the pump alarm. The patient started feeling flu like symptoms, diarrhea and cramping. The patient thought it was the flu. After the pump logs were read, it was noted that on (B)(6) 2014 at 12:27 a reset occurred, low battery and the pump was in safe state. The elective replacement indicator (eri) was 35 months. The pump system was delivering fentanyl and bupivacaine. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.)

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter; product ID 8709, lot# l41944, implanted: (B)(6) 1997, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was seen on (B)(6) 2015. The patient experienced weakness, hot/cold flashes, and aching. The symptoms were thought to be withdrawal symptoms. The patient's chief complaint at this appointment was neck pain, back pain (going down right lower extremity), right shoulder pain, right hip pain, left knee pain (and toes on right foot), and headaches. The pain was at an 8 on a 10 scale. The ptm was last used on (B)(6) 2015 at 12:26. Since that time, the ptm locked the patient out. Multiple bolus denials were noted on the event logs up until last use. The patient saw a message that she had never seen, but forgot what it was. The patient felt bad and did not use the ptm again. The pump was not refilled and was set to minimum rate mode at that appointment. The patient started dgp 50mcg, every 72 hours) and the patient was to continue pct for btp. The patient was also taking percocet (5 x 325mg), flexeril (3 x 10mg), and fentanyl (50mcg/hr patch). It was noted that the pump had 19.5ml of medication left pump and the empty reservoir pump alarm was stated as (B)(6) 2022. The patient was seen on (B)(6) 2015 for follow-up and medication refills. It was stated that the patient's pain level worsened since the last visit. The patient's pain was stated to be 8 out of a 10 scale. There was also noted tenderness at the bilateral lumbar paravertebral muscles and increased tone of the trapezius muscle with tenderness. The patient felt there were medication side effects of constipation. The patient experienced adequate pain relief and increased function as a result of the prescribed medications. The patient was to be seen for a follow-up in 2 months.

Event description:
Additional information later received reported that per the patient the pump no longer worked.